Event description:
As reported on (B)(6) 2023 clinical trial thor-001, site number hannover patient number (B)(6), male patient of 50 years had a relevant medical condition of chronic dissection hypertension (controlled by medication) hyperlipidaemia (not controlled by medication) renal insufficiency prescribed antiplatelet medication at time of surgery (ass 100) previous surgery on ascending aorta and aortic arch ((B)(6) 2020 reconstruction of aortic root). The event is related to device failure, pre-existing condition and procedure and not related to surgical intervention. The patient had endoleak ib on distal end of stent. The outcome of the event is unresolved. Additional information received on (B)(6) 2023 from site confirmed that this event is not device related. This report is being submitted as an initial/ final for mfg.9612515-2023-00013 report to provide additional information regarding comp 5087.

Manufacturer narrative:
Clinical code: 4460 pulmonary hypertension: information received on intake form that the patient has hypertension controlled by medication . 4499 renal impairment: information received on intake form that the patient has renal insufficiency. Health effect: 2199 no health consequences or impact: the site has confirmed on 09 aug 23 that this event is not device related . Medical device problem code : 2993 adverse event without identified device or use problem: the site has confirmed on 09 aug 23 that this event is not device related . Type of investigation 4110 trend analysis: 5-year review of similar event confirmed and occurrence rate of 0.526%. No negative trend identified. 3331 analysis of production records: a review of the batch records confirm that device was manufactured to specification 4111 communication/ interviews: email from site confirmed that this event was not device related . Investigation findings : 213 no device problem found: the site has confirmed on 09 aug 23 that this event is not device related . Investigation conclusion: 4310 cause cannot be traced to device: the site has confirmed on 09 aug 23 that this event is not device related . Compnent code. 4756 appropriate term/code not available: